Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-linear leads. Upn: m365db2202450. Model: db-2202-45. Serial: (B)(4). Lot: 7092430. Product family: dbs-lead fixation. Upn: m365db4600c0. Model: db-4600c. Serial: n/a. Lot: 28135579.

Event description:
It was reported that the patient experienced an infection with pus at the deep brain stimulation (dbs) lead and burr hole cover site on the right side of their head. The patient was administered intravenous antibiotics and underwent an explant procedure of the leads and burr hole covers. The patient was doing well postoperatively.